Manufacturer narrative:
The investigation found the calibration and qc were acceptable. Therefore, a general reagent or analyzer issue can be excluded. The investigation determined the event was consistent with pre-analytical issues at the customer site.

Event description:
The initial reporter received a questionable altp gen.2 result for one patient sample with a cobas pro c 503 analytical unit. The initial result was 57.8 u/l. This result was reported outside of the laboratory and questioned by the patient. The repeated results on another cobas pro were 26.7 u/l and 26.9 u/l respectively. The reagent lot number was 57120201 with an expiration date of 28-feb-2022.